Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station ob remote manager temperature monitor and lock was hanging loose and was hard to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, section h device manufacture date & manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager temperature monitor and lock were loose and were not shutting properly. The field service engineer (fse) examined the smart remote manager and the refrigerator and found a significant amount of old tape remaining from a previously mounted remote manager. The mounting plate on the new smart remote manager did not adhere properly to the surface due to the old tape. The old tape was removed from the side of the refrigerator, and the mounting plate was inspected. The plate was then mounted securely on the refrigerator and aligned correctly. The smart remote manager cable was secured to reduce tension on the connection. The customer was able to complete an inventory recovery, and calibration was checked and completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station ob remote manager temperature monitor and lock was hanging loose and was hard to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager temperature monitor and lock were loose and were not shutting properly. The field service engineer (fse) examined the smart remote manager and the refrigerator and found a significant amount of old tape remaining from a previously mounted remote manager. The mounting plate on the new smart remote manager did not adhere properly to the surface due to the old tape. The old tape was removed from the side of the refrigerator, and the mounting plate was inspected. The plate was then mounted securely on the refrigerator and aligned correctly. The smart remote manager cable was secured to reduce tension on the connection. The customer was able to complete an inventory recovery, and calibration was checked and completed successfully. The system functioned as intended after the field service engineer repaired the device.